Event description:
The manufacturer received info from the third party service center alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
During eval of the device at the third party service center, the device's lower motor was replaced to address the issue.